Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an episode of electromagnetic interference oversensing on the electrograms (egm). It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and non-physiological oversensing. It was also noted that the non-physiological oversensing could be due to the short electromagnetic interference oversensing bursts. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935 lead implanted: (B)(6) 2011; dtma2d1 crtd implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.